Event description:
It was reported that a capacitor delayed charge time was noted and reproduced during an in clinic follow-up. At a subsequent follow-up, manual capacitor maintenances resulted in normal charge times. The device remains implanted and the patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.